Event description:
It was reported that the anesthetists inserted the stimucath for continuous regional analgesia for a femoral block procedure. The catheter was in situ for 48hrs and removal was attempted by the nursing staff, but it proved difficult resulting in the catheter wire unravelling. The catheter was subsequently removed surgically requiring the patient return to operating theatres. Attempted to speak with the nursing staff to determine whether the catheter removal technique was in line with the IFU for the device, but unsuccessful to date. Will continue to request further information from staff involved in the incident.

Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, sz-05000-117a; rev 0, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or pull quickly on the catheter during removal from the patient to minimize the risk of catheter breakage. Forcefully pulling back on catheter may result in catheter breakage. Excessive force should never be applied to nerve block catheters. If resistance is encountered, the position of the patient should be re-evaluated and another attempt to remove the catheter should be made. Skin traction in the direction opposite of that applied to catheter may facilitate removal. If removal is difficult, it is recommended that an x-ray be taken and that a consultation with a specialist be considered." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter being difficult to remove could not be determined based upon the information provided and without the sample.

Manufacturer narrative:
(B)(4) the device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the anesthetists inserted the stimucath for continuous regional analgesia for a femoral block procedure. The catheter was in situ for 48hrs and removal was attempted by the nursing staff, but it proved difficult resulting in the catheter wire unravelling. The catheter was subsequently removed surgically requiring the patient return to operating theatres. Attempted to speak with the nursing staff to determine whether the catheter removal technique was in line with the IFU for the device, but unsuccessful to date. Will continue to request further information from staff involved in the incident.